Manufacturer narrative:
Manufacturer reference number: (B)(4). UDI not provided. Re-processing information not provided.

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment. Advantage fit was implanted on (B)(6) 2013.